Event description:
It was reported that the patient presented to the hospital with dizziness. Loss of right ventricular (rv) lead capture was noted on the electrogram; however, a threshold test showed measurements within normal limits and there were no pacing changes with isometrics. The physician thought there may be scar tissue present. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator (ipg) 2010-(B)(6), 1388t implantable pacing lead 1999-(B)(6). (B)(4).